Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during peritoneal dialysis, dwell 3 of 4. The home patient (hp) was connected at the time of the alarm and stated that the clamp on one of the cassette's unused supply lines was open. The technical service representative (tsr) explained the proper procedure to the hp. The tsr had the hp cycle the power to the hc to end therapy. The tsr advised the hp to contact their registered nurse (rn) about possible exposure to unsterile air. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy.¿a review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.